Event description:
It was reported that the device was placed in the patient's knee following a total knee procedure on (B)(6), 2012. On (B)(6), 2012, the doctor removed the drain. On an unspecified date following the drain removal of an x-ray was performed in order to determine if the drain tip had remained in the patient's knee. An arthroscopic procedure was performed on (B)(6), 2012 to remove the drain tip. The doctor confirmed that all the remaining tip was able to be removed. The patient was prescribed antibiotics as a preventative measure. The patient has not reported any adverse consequences as a result of the event.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.